Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin was squirting out during manual prime. The customer's mother stated that the drive support cap was protruded. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to loose protruded rive support disk. The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. No compromised force sensor system alarm noted. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind. Unable to perform occlusion test, excessive no delivery test due to prime anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.